Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt281414/lot# 04669220) and a gore exluder aaa endoprosthesis iliac extender component (pxl161407/lot#04511186) were also implanted.

Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. When the physician attempted to remove an un-deployed contralateral leg component, the device caught the edge of a non-gore introducer sheath. The leading end of the delivery catheter broke, resulting in distal olive separation. The physician was able to remove the leading end of the detached delivery catheter with a snare, but in the process the device deployed. An intraoperative angiogram revealed that the device was in fact implanted in the desired anatomical location. The patient tolerated the procedure.